Event description:
New information received notes that programming intervention were made. The patient was asymptomatic.

Event description:
It was reported that the patient presented for remote follow-up via merlin.net. A review of the transmission revealed stored episodes of non-sustained right ventricular oversensing recorded by the implantable cardioverter defibrillator. The episodes were caused by post-paced t wave over-sensing. Programming interventions discussed; however, no interventions were or patient symptoms were reported. Further information was requested but not received.

Manufacturer narrative:
Further information was requested but not received.